Event description:
It was reported that prior to a procedure at the user facility, the device ran without user activation. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.